Event description:
A report was received via FDA's medical products reporting program that a pt developed a fungal corneal ulcer while using renu with moistureloc multi-purpose solution. The pt used the product for approx two years. The pt experienced symptoms of light-sensitivity, blurred vision and could not lift her head. The pt went to the dr and was advised she had an "ulcer, from fungus" in the left eye. She was prescribed vigamox for 21 days. She discontinued contact lens wear for approx 28 days. When she resumed contact lens wear, she developed another corneal ulcer in the right eye. She consulted an ophthalmologist and her corneas were examined. She was informed both eyes have permanent scarring in the periphery. Although requested, the pt declined to provide further info.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recallling all distributed product.